Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There was some oversensing of noise. The sensing setting was in the secondary vector at the time of the shock. The vector has now been reprogrammed to the alternate vector. There were no additional adverse patient effects. The system remains implanted.